Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Plastic remains got stuck in teeth [foreign body in mouth] pain mouth/painful [oral pain] plastic part of the brush head cracked - oral-b [device breakage] case narrative: 25-year-old male consumer via phone stated that while he was brushing his teeth, the plastic part of the oral-b toothbrush head cracked and the plastic remains got stuck in his teeth, which was painful. No serious injury was reported.